Event description:
The patient was in the or for a pain pump revision, rod removal, transforaminal lumbar interbody fusion (tlif), osteotomy and extension of fusion. The physician found a problem with the pain pump catheter. There was a leak in the catheter and medication was leaking out into the patient's tissue. The pain pump rep was there and took pictures of the issue. She said the company did not need the catheter or the anchor that was removed.